Event description:
It was reported that when the device was used during an unknown procedure, the gasket tore and fell into patient. Surgeon retrieved the gasket. There were no consequences to the patient.